Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that the event was reproducible in their laboratory. 5v supply too low, motor fault and fan failure were logged in the event. The customer reported when they checked the voltage of 5v on power supply, the reading was fluctuating between 4.6v and 4.8v. The issue was resolved after replacing the power supply board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped ventilating with alarm on patient issue on the vela ventilator. The customer reported that they substituted the device with another ventilator that they have. The customer confirmed that there was no patient harm associated with the reported event.